Manufacturer narrative:
The tech found the side rail end tube is broken. The tech replaced the side rail end tube to resolve the issue.

Event description:
The tech alleged that the side rail does not stay in the latched position. No pt impact.